Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer came out of the hospital and blood glucose went high as 430 mg/dl and the the golden piece for the battery is off. The customer treated high blood glucose with the insulin pump and declined troubleshooting for the it. The device will not be returned for analysis.